Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone on the top cover. This is believed to have occurred during revision surgery. In addition, a dented bottom cover was observed. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed that the bond wires on the digital chip were shorted together. The failure of this device is attributed to multiple shorted wirebonds at the digital chip, which prevented the device from achieving lock in-situ. An internal corrective action has been implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. A CT scan revealed results within normal limits. Revision surgery will be scheduled.